Event description:
It was reported a spectrum pump experienced an air in line alarm. It is unknown if an air was present (medication, programmed amount and delivery rate unknown). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.